Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation and the balloon ruptured at nominal pressure. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of two quantum maverick balloon catheters. The balloon was loosely folded. There was blood in the inflation lumen. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the corewire, distal tip, inner and outer shafts presented no damage or irregularities. Magnified inspection revealed a circumferential tear in the balloon wall 5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was further reported that the device was inflated twice at 16 atmospheres for 7 and 10 seconds respectively. Then the balloon ruptured on the third inflation at 16 atmospheres for 15 seconds and not at nominal pressure as previously reported. Also, the device was removed completely from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was inflated twice at 16 atmospheres for 7 and 10 seconds respectively. Then the balloon ruptured on the third inflation at 16 atmospheres for 15 seconds and not at nominal pressure as previously reported. Also, the device was removed completely from the patient.